Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination. No damage or contamination observed. No display issues were observed. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient the meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number. (B)(4). Customer stated when a test strip is inserted only one 8 is displayed in the results field. Caller removes the strip, and then reinserts it, and all three 8's are displayed. The missing segments during the initial strip insertion are in the results field. The missing segments could lead to the misinterpretation of results. There was no allegation that any test results had been misinterpreted.